Event description:
Drug/diluent: unk; fill volume: not applicable; flow rate: not applicable; procedure: lower lobectomy; cathplace: posterior, "subcutaneous tissue and deep muscle of chest;" date of surgery: (B)(6) 2013. During removal of the catheter on (B)(6) 2013, a piece of catheter separated and broke. The catheter was not removed from the pt during this encounter. The catheter was inserted on (B)(6) 2013. The retained portion of the catheter was removed (B)(6) 2013, by I and d. The catheter appeared to be stretched. There have been no further problems related to the event. Additional life info received (B)(6) 2013: the pt's weight is not available, per the risk manager.

Manufacturer narrative:
Method: the sample device is pending return. Results: a review of the device history record (DHR) was conducted for the lot number provided, and the device passed all manufacturing specs prior to release. Conclusions: per the reported information the catheter has been stored on a pyxis machine with light for a period of no more than 7 days. Per the instructions for use (IFU), this product should be protected from light sources and heat. The information provided in the IFU is as follows: storage requirements: store under general warehouse conditions. Protect from light sources and heat. Keep dry (IFU-14-60-603). A follow-up report will be filed when the investigation has been completed. Information from this incident will be included in out product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate.